Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event occurred in japan. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirmed the instrument fractured. Also noted scratches and general wear on the instrument indicative of use. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during the procedure, the instrument fractured and a piece needed to be removed from the patient's wound.